Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. The jaws were open completely. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. The jaws were able to open completely with no issues. This was repeated two more times with the same result. One clip was successfully attached to over-stressed surgical tubing. The device was taken apart to inspect the internal components. Upon disassembly, no further damages were observed. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. The jaws were able to properly open during the entire inspection. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may other remarks: result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint issue was not confirmed. The jaws were able to completely open with no issues. The reported complaint of "jaw of applier does not open" was not confirmed based upon the sample received. One device was returned. The jaws were able to completely open throughout the investigation process. Although the reported complaint issue was not confirmed, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. All of the remaining clips were able to properly load into the jaws of the device and close. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Since the jaws were able to open with no issues, no further action will be taken.

Event description:
It was reported that the jaw of the applier does not open. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73j1600134 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw of the applier does not open. There was no patient injury.